Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an implant procedure. During the procedure, the lead could not be fixed very well when placed in the right atrium. The physician, after several attempts to place the lead, changed to another lead that successfully completed the procedure. There were no reported adverse consequences to the patient and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.